Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main (lm) to left anterior descending (lad) artery. A 4.00x12mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was retracted towards the proximal lad, however, it was noted that the stent flared. The physician had no choice to stent the target lesion. The case was stopped. No patient complications were reported and the patient's status was stable.